Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient has no problem charging the first 75% of the ins but they can't seem to get the last quartile to charge. Caller says the patient will charge while watching a movie for 2 hours and it never reaches the 100% ins battery full message. Caller is wondering if that is ok. The patient recently needed to increase parameters and says they charge with stim on and they did mention the issue started after they increased the settings. No symptoms reported. No further complications were reported or anticipated with this event.